Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose of something 600 mg/dl on (B)(6). Customer experienced hard to breath and mentioned that customer bloused for carbs but she thought her body could not handle the food. Customer was treated with intravenous and discontinued the insulin pump. Customer declined troubleshooting . Insulin pump will not be returned for analysis.